Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t gen 5 stat assay on a cobas e411 disk. The sample initially resulted in a troponin t value of 62 ng/ml. The provider requested a repeat of the sample. The sample was repeated, resulting in a troponin t value of < 6 ng/ml. The repeat value was deemed correct and agreed with the patient's history.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
For the calibration performed on 03-apr-2024, the first level calibrator signal was ok and the second level signal was slightly lower than expected. Quality controls were acceptable. There was no indication of a reagent performance issue. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer could not determine a cause. The probes were checked. Mixer and probe adjustments were checked and were acceptable. A system volume check was performed and passed. Performance testing passed. The investigation could not identify a product problem. The cause of the event could not be determined.